Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in an inappropriate shock. This electrode was suspected of being fractured. The patient was then admitted to the hospital with the intention of electrode replacement. Currently, this electrode remains in service. No adverse patient effects were reported.